Event description:
It was reported that this right atrial (ra) lead suddenly exhibited high out of range impedance in a signal artifact monitor (sam) event. Technical services (ts) reviewed the reports and saw that there was minute ventilation (mv) oversensing and undersensing. Also, the lead exhibited low amplitudes. The lead remains in use. No adverse patient effects were reported.